Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to metallosis and pseudotumor. Date of implant: (B)(6) 2012. Date of revision: (B)(6) 2022. (Right hip). Treatment: revision; head and liner were revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence cannot confirm the reported allegation. The reported implant bearing wear could not be confirmed without evidence of the explanted liner. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b1 (product problem), b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2012, the patient had a right press-fit total hip arthroplasty to address osteoarthritis, end-stage, right hip. Depuy components were implanted during this procedure, including the srom stem and proximal sleeve. (B)(6) 2022 medical records note the patient has difficulty ambulating, pain, unable to fully extend the right hip due to pain. On (B)(6) 2022 the patient had a revision right total hip arthroplasty to address failed right total hip arthroplasty secondary to an adverse reaction to metal debris with a large pseudotumor in the right periarticular location. The indications for surgery noted the patient has been having increasing pain, discomfort, and difficulty ambulating. Preoperative MRI showed a significant pseudotumor and osteolysis. During the procedure, the surgeon observed a massive pseudotumor. The liner, and head, were revised. Depuy liner and depuy femoral head were implanted during this procedure.